Manufacturer narrative:
The field service engineer found tubings on the ise block were switched. He replaced the tubings and ran diagnostic checks. The customer ran and approved qc. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise infirect gen 2 results from the cobas 6000 c501 module. The repeat testing was performed on another analyzer. The initial sodium result was 129 mmol/l and the repeat result was 146 mmol/l. The initial potassium result was 3.16 mmol/l and the repeat result was 4.08 mmol/l. The initial chloride result was 115.7 mmol/l and the repeat result was 103 mmol/l. The quest results were reported outside of the laboratory. The repeat results were believed correct. The sodium electrode lot number was d2813 with an expiration date of 08-aug-2023. The potassium electrode lot number and the expiration date were requested but were not provided. The chloride electrode lot number was x45. The expiration date was requested but was not provided.